Event description:
Patient experienced over pressured and lots of fluid in the shoulder and chest area. There was no delay in the case, however patient was observed for a longer amount of time than normal and no issues occurred post op. Patient was released as normal. Sales rep stated with the build up of fluid he wanted to make certain it was the error of the surgeon and not the pump.

Manufacturer narrative:
Pump passed functional and wet testing during 24 hour burn-in. Pressure and flow normal with no over pressurization during testing and all functions perform as expected. No problem found. (B)(4).